Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was connected to the network but faced difficulties due to the current security protocols. A field service engineer verified that the information technology team collaborated with the security department to facilitate access to the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system was not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and was able to get medications from another station. There were no adverse events or injuries reported based on this event.